Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and the power entry module, accomp board, and accomp board fuse were burnt. Further inspection of the device enclosure assembly showed no evidence of thermal damage, such as melting, charring, discoloration, or deformation. The observed damage was consistent with a potential electrical fault. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined due to the extent of damage to the affected components, available complaint information, and evidence. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device came on fire after producing sparks. This occurred during an unspecified step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.